Event description:
Account alleged that the trendelenburg is not working.

Manufacturer narrative:
Account found the problem to be in the cable that runs from the logic board to the footboard. Account ordered the cable. Repair unknown, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.